Manufacturer narrative:
H3-device evaluation: lens returned dry, in a microcentrifuge tube with residue/debris on product. Visual inspection found haptic torn and deformed. Dimensional and functional inspections found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Corrected data: d6a. (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
D6a in previous MDR is corrected to (B)(6) 2024. Claim# (B)(4).

Manufacturer narrative:
Additional information. B5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced over/under correction. In a separate visit the lens was exchanged for a same model/size lens but different diopter. The replacement lens resolved the problem. Corrected data: d2- phakic intraocular lens, product code: mta. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced a refractive surprise. In a separate visit the lens was exchanged for a same model/size lens but different diopter.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4)